Event description:
Customer reported a heat sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated a cable at the tube. System operates as intended.